Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. On an unreported date, the patient was treated with unspecified antibiotics (intraperitoneally, dose, duration and frequency not reported). The action taken with therapy was not reported. The outcome of the peritonitis event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the onset of the peritonitis event was over the weekend prior to the receipt of this report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.